Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 5am. It is not known how the patient manages her diabetes or what actions she took regarding her diabetes management routine in response to the meter not powering on. She claimed at an unspecified time after the alleged issue began she developed symptoms of feeling "cold, clammy and faint." The patient did not specify what if any, treatment she received for her symptoms. It is also not known whether another device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter did need a battery replacement and the patient was going to replace the battery on her own. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.